Event description:
It was reported to boston scientific corporation in 2008, that a capio open access suture capturing device was used during a sacrospinous ligament fixation procedure on two days prior. According to the complainant, during the procedure the bullet detached from the suture. The physician assumes the bullet is still inside the patient. The procedure was completed with this device, and the patient's condition is reportedly "fine" post-procedure.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The lot number of the device is unknown; consequently, the manufacturer date and expiration date cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complainant device could not be completed. A review of the batch history will be conducted. A review of the batch history will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.